Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes are underfilled. There was no health impact or consequences reported.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary bd received one photo for investigation, which showed that the amount drawn into the tubes is below the fill line on the tube label. A total of 100 retained samples were inspected, and no visible defects were found. Additionally, a functional draw volume test was performed on 10 retained samples, and all tubes were within specification limits. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode underfill based on the photo provided. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® ppt¿ plasma preparation tube k2e 9.0 mg, an unspecified number of tubes are underfilled. There was no health impact or consequences reported.